Event description:
A disconnection. The pt was receiving pitocin via a plumset, which was connected to the distal clave on the primary piggyback set. Ninety minutes later, the pt reported feeling "something wet". At this time the nurse notef the option-lok male luer adapter on the plum set disconnected from the clave on the primary set. The option-lok lake luer adapter and the clave were reconnected and the therapy was resumed. There were no reported adverse pt effects. No med interventions were required.